Manufacturer narrative:
Event occurred on an unknown date in 2019. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, that the patient presented with an infection at the left side of the mandible. Initially, the patient had a bi-sagittal split osteotomy of the mandible with a trumatch midface/mandible titanium 3d printed plate and an unknown screw on (B)(6) 2019. The patient is on antibiotic therapy. There was no plan to remove the implants at this stage. The surgeon reported that the incisions have healed with no mention of an ongoing infection. This report is for one (1) screw: cmf. This is report 1 of 1 for (B)(4).